Event description:
This is a 39 year old patient who orignally had implants placed due to a subcuticular mastectomy done for premalignant breast disease. She had contractures and eventually had replacements in may, 1989. Since that time she has continued to experience pain in the breast area. She has also developed fatigue, frequent neck lymphadenopathy, dry mouth and eyes and stiffness in the hands. The patient has a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.